Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified there had been significant fluid draining from the ipg site and part of the incision had not healed completely. The physician decided to remove the original ipg and placed a new one in a new pocket.